Event description:
It was reported that the device was at elective replacement indicator (eri) and had a long charge time and charge circuit timeout. It was also reported that there was a patient alert. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. There was a charge circuit timeout alert on (B)(6) 2010 for a charge circuit problem (tachy). The battery voltage registered 2.59 on (B)(6) 2010. This also triggered a battery voltage low patient alert. A long charge time (> 30) triggered a patient alert on (B)(6) 2010. Atrial lead impedances rose steadily from 1408 ohms in (B)(6) 2009 to 1760 ohms in (B)(6) 2010. Analysis of the actual device found that battery depletion was normal.